Event description:
It was reported that the customer's insulin pump has cracks to the reservoir compartment. It was also reported that the insulin pump does not alarm when the reservoir or battery is low. Customer's blood glucose level at the time 12.3mmol/l. Advised insulin pump would be replaced. Customer does not recall any significant event leading up to the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no audio tone beep anomaly noted. The low reservoir alarm and low battery alarm functioned properly. The insulin pump has broken reservoir tube lip, cracked case at the display window corner and minor scratched lcd window.